Manufacturer narrative:
Continuation of concomitant medical products: product ID 978b128, lot# va2jgvd, product type: lead , ubd: 02-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient reporting lack of efficacy and maxing out all programs to 12.5 and having no sensation. Patient denies any accidents or other contributing factors. No diagnostics yet performed. Spoke to patient but she was not in a position to communicate with the device and or provide programming information. The issue was not yet resolved. Additional information was received from a manufacturer representative (rep). Rep called to perform additional troubleshooting. Pt not feeling stim on any of the standard programs and has been getting up at night to go to the bathroom. Pt met with hcp before to increase stim on programs, even as high as 12.5ma and pt felt nothing. Rep tried several programs during the call increase stim to around 7.0ma and pt still felt nothing. Rep confirmed therapy was on. Rep performed an impedance check with and without pressure at ins site and everything showed a green checkmark and each individual pair was lower but within range (300-550ohms). No falls or trauma occurred, ins doesn't seem to have shifted, rep mentioned pt was skinnier. Tss redirected to managing hcp to investigate further and possibly take images. The caller followed-up to ask additional questions. The caller reviewed information that was reported in the original case. The he was getting stim at low amplitude levels. Around the time that they updated the interstim x apps per the field action, the patient started to feel a loss of stim and loss of efficacy. The caller indicated that the md plans to get an xray. Physician reviewed the ap and lateral images ordered and the lead has migrated out of the sacrum. Physician will plan on a lead revision but no date set yet.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2jgvd, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was successfully replaced.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was scheduled for lead replacement on 5/9 to resolve this issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot# va2jgvd, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, it was again reported that the revision was done because patient stopped feeling stimulation at that time. This patient¿s lead was successfully replaced and the patient is doing well.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jgvd serial# implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.